Event description:
Pt underwent initial placement of a right total hip arthroplasty during 1980. A revision of the hip prosthesis was performed in 1991. On admission to the hospital, the pt stated that she began having pain of the hip approx. Five weeks ago. A cystic abdominal mass was found in the right lower quadrant and had been drained by a general surgeon at another facility prior to her admission. Cultures taken at that time were reported as negative. The cystic-type formation grew again rapidly and upon further exploration by the pt's general surgeon, a screw tip was found protruding intrapelvically into the area of the mass and abscess. The pt was admitted to the hospital for revision of the acetabular component with removal of the screws of the right hip. Pt was taken to surgery where the acetabular screws were removed and revision was performed.